Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-mar-2020.

Event description:
The customer reported navigation ring failure. There was no patient involvement.

Manufacturer narrative:
G4: 31mar2020. B4: 01apr2020. The manufacturer¿s field service engineer (fse) confirmed the reported nav ring failure issue. The fse replaced the bezel to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26jun2020. B4: 30jun2020. The front bezel which included the navigation ring was returned to failure investigation(fi) for analysis. It was determined that liquid ingress due to variability of the assembly process was the root cause of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.